Event description:
It was reported the patient received two inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. A device interrogation the following day showed no sign of ongoing t-wave oversensing. It was also reported the r-waves had decreased over time and were now at 2-3 millivolts. It was noted that during the shock episodes that the r and t waves appeared to be the same height. Also, the rv lead pacing impedance had decreased from a baseline of 400-500 ohms to 350 ohms. The rv lead pace/sense portion was capped and replaced with a new lead and the high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.